Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein the leads and ipg were replaced. No device malfunction was suspected. The patient was doing well postoperatively. The explanted devices were not returned to bsn as they were kept by the medical facility. A review of the manufacturing documentation for the leads and ipg revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient's leads had migrated. It was also reported that the patient was experiencing worsening of pain at the generator site. The patient will undergo a revision procedure wherein the leads and ipg will be replaced.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-50 serial #: (B)(4) description: linear st lead, 50cm.

Event description:
A report was received that the patient's leads had migrated. It was also reported that the patient was experiencing worsening of pain at the generator site. The patient will undergo a revision procedure wherein the leads and ipg will be replaced.